Event description:
It was reported by the plaintiff¿s attorney that on (B)(6) 2010, the plaintiff was implanted with an ams miniarc sling system to treat stress urinary incontinence. The plaintiff¿s attorney alleged that the plaintiff ¿suffered extreme and chronic pain, recurrent infection, urinary issues, and dyspareunia that has resulted in pain and suffering, disability, mental anguish,¿ and ¿aggravation of a preexisting condition.¿ the plaintiff¿s attorney also alleged that the plaintiff underwent ¿multiple surgeries and revisionary procedures, and she has sustained permanent injuries.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.